Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 1 states, ¿material sensitivity reactions.¿ number 4 states, "loosening or migration of the implants can occur due to loss of fixation, trauma, malalignment, malposition, bone resorption, or excessive, unusual and/or awkward movement and/or activity." Number 14 states, "postoperative bone fracture and pain." This report is number 2 of 3 mdrs filed for the same patient (reference 1825034-2016-03581 & 04029 / 04030).

Event description:
Legal counsel for patient reported that patient underwent a left hip revision procedure approximately eight years post-implantation. This report is based on allegations set forth in plaintiff's complaint and the allegations contained therein are unverified. It was reported in medical records received that patient underwent a left hip revision procedure approximately eight years post-implantation due to pseudotumor formation, lateralization of the cup and the insert being offset. During the procedure, clear fluid, debris, necrotic tissue and trunnionosis with black fluid were noted. The cup, liner and head were removed and replaced. A legacy zimmer liner and cup were used to complete the procedure.